Event description:
Olympus (osh) was informed via service request that the asset/loaner high-definition liquid crystal display has ¿no screen display¿. The reported problem was found during an unspecified event. No procedure or patient involvement was reported.

Manufacturer narrative:
The subject device was returned to olympus for service. The evaluation confirmed the reported ¿no screen display¿ which was isolated to a defective circuit (qb) board. Also the glass of the outer frame was worn and scratched. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section d4 (to add UDI) and g2 (to specify the report source) were corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective circuit board could not be determined. Olympus will continue to monitor field performance for this device.